Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and re-formatted and the system software and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system exhibited an error during the performance of a pm. Additional information was received from the field service engineer confirming that the system failed to properly save patient image data. No patient serious injury or death was reported related to this event.